Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear inserted over a guidewire into the left atrium. After removing the dilator, the faradrive steerable sheath clear was aspirated with syringe. Upon insertion of the farawave catheter into the faradrive steerable sheath clear, the faradrive steerable sheath clear was aspirated with the syringe and air entered the faradrive steerable sheath clear. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear inserted over a guidewire into the left atrium. After removing the dilator, the faradrive steerable sheath clear was aspirated with syringe. Upon insertion of the farawave catheter into the faradrive steerable sheath clear, the faradrive steerable sheath clear was aspirated with the syringe and air entered the faradrive steerable sheath clear. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory it was further reported that excess bubbles were seen in aspiring syringe. Dilator and farawave catheter had been inside the sheath prior to, and/or at the time, the air was observed. Pressure bag with slow drip was used for irrigation. No air in patient nor leak was seen.

Manufacturer narrative:
Analysis of the returned sheath found the external and internal valves were torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Manufacturer narrative:
B5 describe event or problem - updated. D9 device avail for eval, returned to manufacturer date - updated.

Event description:
It was reported that during the pulsed field ablation (pfa) pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear inserted over a guidewire into the left atrium. After removing the dilator, the faradrive steerable sheath clear was aspirated with syringe. Upon insertion of the farawave catheter into the faradrive steerable sheath clear, the faradrive steerable sheath clear was aspirated with the syringe and air entered the faradrive steerable sheath clear. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that excess bubbles were seen in aspiring syringe. Dilator and farawave catheter had been inside the sheath prior to, and/or at the time, the air was observed. Pressure bag with slow drip was used for irrigation. No air in patient nor leak was seen.